Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0vhzu, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp reported the patient had a large painful bump near the lead insertion site almost a year after implant. The physician thought that there might be an infection, but said that it was not an infection and concluded that it was some type of ingrown hair or suture. The lead and ins were both removed. No device issue alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.